Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon 2/3 deployment hypotension occurred. The valve was released and positioned in a successful location. A transesophageal echocardiogram (tee) revealed no paravalvular leak (pvl), however, a severe effusion was reported caused by the confida guidewire coming out of the al1 catheter. A pericardial window was created and the pericardium was drained. The pressure returned to normal and the perforation was surgically repaired with a patch. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.